Event description:
A customer reported ¿the waste level sense line disconnected from the wash container¿ on the aia-900 analyzer. The analyzer is down. The customer also reported quality control (qc) not in range for beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and visually seeing the broken wire. Fse resolved the complaint by replacing the waste tank sensor assembly. The customer also asked fse to check their bhcg level 3 quality control (qc) and it was within range, the customer was using a wrong package insert to evaluate result. Fse repaired and validated the analyzer by successfully performing quality control run without error and within published range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 26sep2021 through aware date 26oct2022. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to the broken waste tank sensor wire and the reported out of range quality control was a misinterpretation of result by the customer.